Event description:
During preventive maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) failed functional testing due to user advisory (ua) 02 (compression tracking error) and fault code 16 (timeout moving to take-up position). No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) failed during functional testing due to user advisory (ua) 02 (compression tracking error) and fault code 16 (timeout moving to take-up position). The investigation determined that the root cause of both noted issues was the defective drivetrain motor, probably caused by a defective component. Visual inspection was performed and found no physical damage to the autopulse platform. The autopulse platform was able to power up with no issues during the preliminary functional test. However, the autopulse failed multiple times due to the ua02 advisory message and fault code 16. A load cell characterization test was performed and confirmed that both load cells were functioning within the specification. To troubleshoot for the root cause of the noted error messages, the zoll service technician exchanged processor pca, power distribution, and motor controller boards, using known good service parts. However, both ua02 and fault code 16 messages persisted. During further troubleshooting, the zoll service technician concluded that the root cause of both the noted errors was due to the defective drivetrain motor, which will need to be replaced to remedy the faults. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).